Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected field: changing field d7a from yes to no. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus and the customer reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was broken in half. This event occurred during a therapeutic procedure for pcnl-percutaneous nephrolithotomy. The procedure was completed with a similar device. There are no reports of patient harm.

Event description:
It was reported that the subject device was broken in half. This event occurred during a therapeutic procedure for pcnl-percutaneous nephrolithotomy. The procedure was completed with a similar device. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.